Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed flow rate accuracy test which were reproduced during evaluation. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed flow rate accuracy test in the biomed shop. The infusion parameters were as follows: vtbi - 40 ml, flow rate - 200 ml and dose - unknown. This was a primary infusion. There were drips observed in both drip chambers of the sets connected to be infused. There was no patient involvement. No additional information is available.